Manufacturer narrative:
The pump was returned for evaluation. Visual examination of the pump's external surfaces found no issues. The battery compartment door seal was intact with no cracks. Inspection of the inside of the battery compartment found the damage as reported by the customer. White and black residues were also found inside the compartment. Testing of the residues by an outside lab found that the residues were consistent with leakage of alkaline batteries and subsequent associated oxidation. Evaluation of the pump's main board found no issues. The pump's battery and battery compartment were replaced.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the battery compartment on the listed pump became charred. Alkaline batteries and an ac adapter were being used when the event occurred. The reporter explained that no adverse health effects resulted from the reported product problem.